Event description:
It was reported that during the implant attempt, it was difficult to advance the lead into the right atrium. Once the lead was placed in the right atrial appendage, the sensing value was low even after several repositioning attempts. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.